Manufacturer narrative:
Company comment: the serious events of embolism, alopecia areata and the non-serious event of mass at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for potential medical intervention and potential permanent damage. The likely root cause includes the intravascular filler injection leading to embolism and its manifestations. Potential contributory factor includes injection technique or off label use. The sculptra was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, only three medical complaints reported for this lot number including this case. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-aug-2025 by a physician assistant via company employee concerning a 40-year-old female patient. Additional information was received on 20-aug-2025 and 29-aug-2025 from same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In the end on (B)(6) 2025, the patient received treatment with 1 vial of sculptra to the temporal region and outer contour (lot: 5j0441) (unknown injection technique and needle type) in 8+1 scheme combination for the indication of tightening and lifting at an aesthetic hospital by the physician. The patient did not apply any concomitant products throughout the sculptra treatment. Five or seven days after treatment, in the early on (B)(6) 2025, the patient experienced redness mass (implant site mass) on the area near the top of the head but not far from the injection site along with persistent alopecia/alopecia areata (alopecia areata). After one week, on (B)(6) 2025, the redness mass was subsided, and the patient developed alopecia areata symptom, which was currently ongoing. The injecting physician suspected embolism (embolism) on the area near the top of the head. The patient did not go to the hospital for diagnosis or treatment and did not receive any corrective treatment measures. Outcome at the time of the report: suspected embolism was not recovered/not resolved/ongoing. Persistent alopecia/alopecia areata was not recovered/not resolved/ongoing. Redness mass was recovered/resolved.